Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -14.00/2.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon reports the patient is having near vision problems. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Health effect clinical code: 4581 - near vision problems. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).